Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis (ipp) pump due to the pump not working. The physician could not hear the "click" and the pump was super hard during follow up visits. Therefore, the pump was replaced and was working at the revision but then the pump stopped working again so a new pump was implanted and worked.